Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2019-12588. It was reported that the patient presented with a right atrial and right ventricular lead that was oversensing noise. The leads were explanted and replaced, and the patient did not experience any complications.